Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist contacted user, confirmed the device had been restored earlier, verified normal operation with the nurse on duty, and proceeded with case closure after resolution was confirmed. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower was in disconnected mode and critical override mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.